Event description:
During a surgical procedure a small piece of the decker pituitary rongeur broke off, c-arm was used to remove the piece from the patient. Posteoperatively, the patient did well and was discharged in good condition.